Event description:
During operative procedure, one (1) of two (2) hohmann retractors in use by the surgeon "broke off in the acetabulum," leaving approximately 8mm of a retractor tip imbedded in the joint capsule. Intraoperative x-ray was refused by the surgeon; he deemed the retractor tip "not retrievable." Surgical site was closed and patient discharged to pacu under care of anesthesia.